Manufacturer narrative:
(B)(6). Photographic evaluation of affected product is in progress.

Event description:
It was reported that the portex endotracheal tube failed to inflate during intubation. The product problem persisted after the cuff was checked, and the tube was replaced. No patient injury or complications were reported in relation to this event.